Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display randomly. Customer's blood glucose was 108mg/dl at time of incident. Customer declined troubleshoot for blank display. Customer advised to change battery. Customer stated that label on the back of the insulin pump has fallen off. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self-test, off no power test and displacement test due to blank display. Insulin pump had missing end cap sticker and missing address/serial number label.